Event description:
Information received states that programming changes were made. Patient monitoring will continue.

Event description:
It was reported that a merlin transmission showed rv oversensing of noise. The patient was brought into clinic for isometric testing and noise could not be reproduced. Plans to monitor the lead were discussed. No further information is available at this time.